Event description:
A philips employee became aware of a journal article (published online 20-dec-2019) ¿excimer laser atherectomy combined with drug coated balloon angioplasty for the treatment of chronic obstructive femoropopliteal arterial disease¿. The study retrospectively aimed to evaluate the feasibility, safety and the primary results following application of excimer laser atherectomy (ela) combined with adjunctive drug coated balloon angioplasty (dcba) as the first line endovascular treatment for patients with chronic obstructive femoropopliteal arterial disease. A total of 17 consecutive patients who were followed up for 12 months were enrolled in the study between may and december 2017. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters. Procedural complications included 3 embolism (one requiring treatment), 5 bailout stenting (1 due to flow-limiting dissection requiring treatment and 4 due to recoil). Additionally, 1 patient required target lesion revacularization (tlr) at 12-month follow up. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 20dec2019 has been used, the date of publication. Liu h, gu y, yang s, he j and zhang f: excimer laser atherectomy combined with drug coated balloon angioplasty for the treatment of chronic obstructive femoropopliteal arterial disease. Exp ther med 19: 1887-1895, 2020. Https://www.spandidos-publications.com/10.3892/etm.2019.8362. This report captures the serious injuries that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - mean age 68.9±7.4 (59-83). A3a) patient sex - 16 males and 1 female. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4). The lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, embolism, dissection, and re-intervention are listed as potential adverse events with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.